Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had high blood glucose level due to medication (prednisone). She changed the infusion set 3 times as they did not stay on her body. Her highest blood glucose level was 781 mg/dl. She changed the cartridge and infusion set in order to resolve the issue. Thereafter, she went to the emergency room with high blood glucose level (781 mg/dl) where she received fluids via intravenous route as corrective treatment. After spending 6 hours in the emergency room, the patient was hospitalized. Her blood glucose level had dropped (in high 300s mg/dl/low 400s mg/dl), and her condition improved when she left the emergency room. During hospitalization, she received fluids via intravenous route as corrective treatment, which resolved the issue. The infusion set had been in use for less than three days and there was no permanent damage to the patient. The patient was hospitalized for two days. No further information available.